Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It is reported that a customer received a battery-out alarm on their insulin pump even after replacing the batteries with new ones. The patient's blood glucose level was at 135 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer stated that they installed new batteries in the pump but still had a failed battery alarm. The customer was advised that it may be a loose battery cap. The customer was advised that a new battery cap could be sent to them but the customer insisted on having the insulin pump replaced as a whole. A replacement pump would be shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).